Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.00mm x 20mm maverick balloon catheter was advanced for dilatation. However, during inflation at 6 atmospheres for 3 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Lot number corrected from 0024352717 to 0024502547. Expiration date corrected from 08/29/2022 to 09/26/2022. Device manufacture date corrected from 08/30/2019 to 09/27/2019. The returned product consisted of a maverick 2 balloon catheter. The balloon was loosely folded, with blood and contrast in the balloon and shaft. Analysis of the tip, balloon (and markerbands), inner/outer shaft included microscopic and visual inspection. Inspection revealed a burst in the balloon material that was 8mm in length and there were numerous kinks in the hypotube. Inspection of the rest of the device found no other damage or defect.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.00mm x 20mm maverick balloon catheter was advanced for dilatation. However, during inflation at 6 atmospheres for 3 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.